Manufacturer narrative:
(B)(4).

Event description:
Procedure: lung resection. According to the reporter: the stapler was fired on lung tissue and it would not open. Another stapler was placed next to the stapler that would not open, and was fired successfully. There was additional unanticipated tissue loss. There was no unanticipated extension greater than 1 inch. No unanticipated blood loss of more than 500cc and no delay over 30 minutes.